Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting information if device is available for return.

Event description:
It was reported that during a surgical procedure on the patients nose, the bur overheated and broke in the attachment. It was also reported there were no adverse consequences or delay as a result of this event. It was also reported the procedure was completed successfully.

Manufacturer narrative:
The reported event, for bur breakage, was confirmed from photo evidence provided of the broken bur. It was visually confirmed that the bur was broken. However, the bur was not returned for evaluation. Without the bur, the root cause cannot be determined.

Event description:
It was reported that during a surgical procedure on the patients nose, the bur overheated and broke in the attachment. It was also reported there were no adverse consequences or delay as a result of this event. It was also reported the procedure was completed successfully.